Event description:
It was reported that the customer had a low battery alarm and a no delivery alarm on the insulin pump. Customer does not do daily set rewinds. Pump is in vibrate mode and customer does not upload frequently. Customer was advised that he would be shipped a replacement battery cap. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer stated that he had to change batteries more frequently. Customer was assisted in performing a 5.0u fixed prime and insulin did exit. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer changed his set and it fixed the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.